Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation found the proximal portion of the sheath had been cut, which is consistent with the original report that the handle of the device was cut off. Additionally, the loop was bent. The internal wire was received separated from the catheter. Functional testing could not be performed due to the condition of the returned device. The complaint that the loop was unable to cut could not be confirmed, since electrical testing could not be performed. Additionally, the device could not be functionally evaluated with respect to being embedded in tissue. However, the failure of loop bent was confirmed, and possibly occurred due to anatomical and/or procedural factors. Therefore, the most probable root cause for this failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and no anomalies were found. From the information available, it appears this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation (bsc) that a sensation small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device stopped cutting through the polyp. There was difficulty removing the device since it was noted to be extremely twisted over the polyp. The handle was cut off and the patient was re-scoped, and a competitor's snare was introduced. The competitor&#38112;snare was used to remove the polyp, thus freeing the bsc snare and completing the procedure. It was reported that there was no visible damage to the device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation (bsc) that a sensation small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device stopped cutting through the polyp. There was difficulty removing the device since it was noted to be extremely twisted over the polyp. The handle was cut off and the patient was re-scoped, and a competitor¿s snare was introduced. The competitor¿s snare was used to remove the polyp, thus freeing the bsc snare and completing the procedure. It was reported that there was no visible damage to the device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.